Manufacturer narrative:
The complaint details were reviewed and found to pertain to adhesive detachment from the user. It is a known issue that devices with adhesives can experience detachment from a user. Detachment can result from factors such as poor surface preparation and environmental conditions. Given that investigations have been performed for similar complaints, further investigation of this complaint is deemed unnecessary as it would be duplicative. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized and was admitted into the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 202 mg/dl while wearing the pod for an unknown duration. The patient was trying to activate the pod but the pod adhesive was not sticking well, causing a spike in their blood glucose levels. Symptoms reported include nausea and uncontrollable shaking. The patient treatment and discharge date was not provided. A new pod was applied. Additional information is being solicited, a supplemental report will be submitted if received.